Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to two defective heating elements. The heating elements were replaced and subsequent functional testing was performed without further failure. The unit was returned to service. Through follow-up communication with the field service representative, it was confirmed that the replaced heating elements were of the old style. This is a known issue and a corrective action (B)(4) has already been implemented to change the material of the heater element to stainless steel to prevent this type of failure. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t did not warm properly during in-service. The user reported that the temperature eventually did reach the 41 degree set point, but that it took much longer than normal. There was no patient involvement